Event description:
It was reported that unspecified alarm occurred. Reportedly, the customer experienced blood glucose level of above 500 mg/dl and diabetic ketoacidosis which impacted kidney function. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where customer was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Reportedly, customer continued using pump for insulin therapy.